Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found leaking from reagent probe b. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issues, no further leaking was observed or quality control recoveries generated. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from reagent probe b and qc (quality control) recovery issues on their unicel dxc 600i synchron access clinical system. The leak was contained to the instrument and the volume of the fluid was described as approximately 100 milliliters. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.